Event description:
An abbott field service engineer (fse) reports that a customer contacted him directly concerning an issue with the cell-dyn 3200 sl 110 analyzer powering itself off. Troubleshooting led to the discovery of a bad fuse. The fse had the customer replace the fuse and upon powering on the analyzer, smoke was seen coming out of the instrument. There were no injuries reported or damage to the surrounding environment. The customer turned off the analyzer and a service call was initiated. The fse arrived at the customer site to troubleshoot the issue and during this time the analyzer's monitor failed. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) was dispatched to the customer site, investigated the issue with the cell-dyn 3200 analyzer, and replaced the power supply, returning the analyzer to an operable status. The cell-dyn 3200 analyzer's power supply (part number 8921234701/ (B)(4)) was returned on for this investigation. The investigation found a burned out bridge rectifier and cable connector. The interior area of the power supply was dusty. The damaged bridge rectifier was the probable cause of the power supply failure; however, the cause of the damaged bridge rectifier is inconclusive. A review of complaint files found no non-statistical trends for this issue. The power supply (part number 8921234701) has a 99.02% reliability worldwide. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, contains adequate information to address this customer's current issue. Based on the results of the current investigation, no product malfunction was identified for the cell-dyn 3200 related to the reported issue. There was no systematic issue with the cell-dyn 3200 product line. This is a final report.